Event description:
The reporter stated that the surgeon placed the device in a pt, diagnosed with a subarachnoid hemorrhage, using a bolt system. He performed the procedure according to the directions for use, but on connecting the patient catheter to the monitor, no waveform or mean intercranial pressure readings were obtained. The catheter was removed. The neurosurgeon placed a new catheter. The procedure to replace the first catheter was uneventful. A good quality waveform was then obtained. The catheter that malfunctioned is available for evaluation.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.